Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se after a diagnostic procedure. Reportedly, the device did not deploy correctly. Manual arterial compression was applied to achieve hemostasis. A 5fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the clip-firing mechanism was not activated to fire the clip off the delivery tubeset. The returned condition indicated that the safety release was activated to remove the device after completing the thumb advancer stroke without depressing the deployment button to fire the clip. Inspection of the returned device suggested that the locator wings were initially bent during the thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when activating the safety release. The failure of the wings to completely collapse into the delivery tubeset would result in difficult device removal; however, this was not reported. Because the locator wings were not fully collapsed, forcibly pulling out the device would result in 2 of the wings becoming detached from the distal retaining ring as observed. However, the 2 broken wings remained securely attached within the locator. Contributing factors for damaged vessel locator wings included, but not limited to, manufacturing, challenging anatomical conditions, and incorrect deployment technique. Every vessel locator wings assembly was inspected and tested for proper assembly during manufacturing. There were no challenging anatomical conditions reported which could have contributed to broken vessel locator wings. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the device was incorrectly deployed which could have contributed to broken locator wings. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the damaged locator wings (bent and broken) is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during forceful removal. No manufacturing or quality deficiency was detected. Review of the device lot history record did not reveal nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.